Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her husband (the patient) alleging that the pump was priming during the load step. The reporter did not allege any harm or injury because of the reported issue. The reporter also indicated that the pump's prime amounts were also less than expected. Through troubleshooting, the anm representative involved in this contact observed that the reporter was using "0 units" or "0.1 units" to fill the cannula. She was instructed to use about "0.5 units" to fill the cannula. The reporter claimed that she was not overfilling the cartridge. The alleged load step issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a load step issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed one 'no cartridge detected' warning. On testing, an ez-prime operation was performed with no difficulty. A cartridge was loaded into the pump and was correctly recognized by the pump. The pump was primed without a lower than normal prime volume occurring. A full rewind and align function was performed without abnormality. The pump was opened for investigation and revealed no internal malfunction or defect. Investigation was unable to duplicate the complaint.